Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and experienced high blood glucose level. The customer¿s blood glucose level was 287 mg/dl. The customer was assisted with troubleshoot. Customer states the contacts on the battery cap are neither missing nor damaged. The customer reported that display did not return after pump restart. Customer declined troubleshoot for high blood level. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No blank display, audio, beep, vibrate anomaly or blank when pressing buttons noted. The device back light functioned properly and no anomaly noted. The device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing.